Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of over 600 mg/dl. She has neuropathy and autoimmune disease. The customer's blood glucose level at the time of the report was 468 mg/dl. The customer expressed the following symptoms of high blood glucose levels: shaky, disorientated, and weak. Standard troubleshooting was performed. It was discovered that the cannula of the customer's unomedical insulin infusion set was bent. The customer was advised to change her reservoir, insulin, and infusion set. At the end of the report, the customer's blood glucose level was 370 mg/dl. The product is not being returned. Nothing further was reported.